Manufacturer narrative:
H10: a field service engineer (fse) and customer service support officer made good faith efforts to obtain the device from the hospital for evaluation. A hospital representative advised on each request that the device was not yet ready to be returned to philips. The device was not received at the philips repair bench for evaluation nor was an fse able to confirm the issue and identify its cause.the customer received a replacement device through the exchange program. The device in question remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 speaker is not functioning. Further investigation determined that the mx40 does not produce sound. The device was not in use on a patient at the time of event.